Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that multiple cartridge change errors occurred during the load sequence with multiple new cartridges. Customer's blood glucose level was 176 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.